Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted the patient was not satisfied with the vision. There was uncorrected myopia and astigmatism. Three months after the initial implantation the lens was exchanged for a similar model and a half diopter less power. The surgeon does not think that there was any malfunction of the lens.